Manufacturer narrative:
D4 - expiration date, h4 - device MFR date: left blank as the lot number is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a line blocked alarm while using an infusion set and observed that the cannula was bent. The event occurred after removal from patient after therapy. There was no patient harm.